Event description:
A consumer reported poor distance vision following intraocular lens (iol) implant surgery. Her surgeon told her she would need glasses, but she believes she should not have to wear correction with the intraocular lens. Add'l info was received from the surgeon, who reports the event has not resolved. He indicated the "main reason for distance glasses is hyperopia in unoperated left eye". In his opinion, the device did not cause/contribute to the event.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on 05/03/2011 and 05/04/2011 by phone, fax and mail. Add'l info was received by phone on 05/04/2011. A completed questionnaire was received on 05/06/2011. (B)(4).